Event description:
Pt status post mandible plate and screw implantation on an unk date by another surgeon presented to different surgeon complaining of pain. An x-ray showed a non-union of the right angle mandible. Surgeon returned pt to operating room on (B)(6) 2011, removed plate and screws, derided the site and revised the pt to a matrix mandible plate and screws. This is 4 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.